Manufacturer narrative:
An investigation of the incident shall be performed in an attempt to identify the cause of the reported event. Info is not available at this time. When it becomes available a supplemental report will be issued.

Event description:
It was reported that, "cup was extremely loose ans seems to be asceptic loosening. Rep is sending back cup for eval."